Event description:
Device malfunction: device #1 unable to stop bleeding from the marker lumen. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, pulsatile blood flow could not be stopped or significantly reduced from the marker lumen when the device was pulled back to position the foot against the arterial wall. The device was removed and a second proglide was attempted but with the same results. Hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) - unable to stop blood flow from marker lumen. (B) (4). Device #2: part# 12673-05, lot# 81030-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.